Event description:
Allegedly, patient was revised due to pain without loosening. Items not revised: cotyle "anca fit?" Sans trous a/revet. Hap 50, catalog # ppr67350, lot # s03101591, qty 1. Insert ceram "anca fit?" 28/40 50-52-54/28 al2.o3 bio. Forte, catalog # ppr67510, lot # s02102352, qty 1.